Event description:
Healthcare professional reported "deflation" for left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A microscopic analysis and leak test were performed which identified one curved opening striated. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported "deflation" for unknown side. Device remains implanted.

Event description:
Healthcare professional reported "deflation" for unspecified side. The status of device is unknown.

Manufacturer narrative:
Corrected data: b.5., b.7.